Event description:
Information was received from a healthcare provider regarding a patient who was currently receiving bupivacaine with concentration 18 mg/ml at a dose rate of 7.502 mg/day, prialt (ziconotide) with concentration 7.9 mcg/ml at a dose rate of 3.2925 mcg/day, and morphine with concentration 21 mg/ml at a dose rate of 8.752 mg/day via an implantable pump for post laminectomy pain and non-malignant pain. It was reported that the patient experienced flu-like symptoms of nausea, diarrhea, being achy, jittery, and their gums hurt. The change in therapy/symptoms occurred suddenly. At the time of initial interrogation, the pump's log and/or status revealed a motor stall occurred. Regarding the active motor stall, the patient did not recently have magnetic resonance imaging performed (MRI) performed.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a gear train anomaly (corrosion and/or wear and/or lubrication). The gear train anomaly/stall was due to the shaft bearing. (B)(4). Recall z-0497-2013 no longer applies to the event.

Event description:
Additional information received from the manufacturer representative indicated the motor stall recovered the following week; pump was replaced on (B)(6) 2016. No diagnostics were performed. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.